Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain pelvic area") in a 30-year-old female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for genital bleeding and contraception as well as clonazepam and oxcarbazepine (trileptal). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a partial hysterectomy / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostium ¿ 2 rings left tubal ostium ¿ 4 rings diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion patient underwent hysterosalpingogram (hsg) ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: pfs received, reporter added, event added- depression, mental anguish. Events onset date added, events severity and outcome updated, concomitant drug added, lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a (B)(6) year-old female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent a partial hysterectomy / hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostium ¿ 2 rings, left tubal ostium ¿ 4 rings. Diagnostic results: patient underwent hysterosalpingogram (hsg). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea". Most recent follow-up information incorporated above includes: on 02-apr-2018: events - "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping)", reporter, lot number added from pfs. Concomitant condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain pelvic area") in a 30-year-old female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain and thrombophilia. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for genital bleeding and contraception as well as clonazepam, oxcarbazepine (trileptal) and solpadeine (tylenol 1). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostium ¿ 2 rings. Left tubal ostium ¿ 4 rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Patient underwent hysterosalpingogram (hsg). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event abdominal pain was added. Reporter information was updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain pelvic area') in a 30-year-old female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain and thrombophilia. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for genital bleeding and contraception as well as clonazepam, other analgesics and antipyretics and oxcarbazepine (trileptal). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostium ¿ 2 rings, left tubal ostium ¿ 4 rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome for the event "abnormal bleeding (vaginal)" was added as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.